Event description:
The customer reported that during a laparoscopic colectomy, the device did not seal properly. The device went through the seal cycle and received an end tone, indicating a complete cycle, but the seal was not complete and there was oozing bleeding. They resealed the vessel with the same instrument and the procedure was completed with the same instrument. There was no patient injury.

Manufacturer narrative:
(B)(6) 2015. One used lf1737 was received for evaluation. The returned sample did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found the device was very bloodied with eschar between the jaws. The customer reported that they were going through the seal cycle and received an end tone, but not a complete seal and there was bleeding/oozing. The reported condition was not confirmed. Inspection noted eschar caked on the seal plate and lodged in the hinge area of the jaw. The device was mechanically tested and the lever, trigger, rotation wheel, and jaws functioned properly. The trigger could not be retracted to advance the knife due to eschar in the hinge of the jaw. After cleaning the jaws, the device cut was acceptable and the trigger and blade moved freely. The device was plugged into the generator and activated on simulated tissue with acceptable results. Functional testing was also performed on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No alarms were generated during activation. The investigation identified the root cause of the reported event to be attributed to infrequent cleaning allowing tissue to build-up and attempting to seal with the tissue in the jaw hinge. The IFU warns, do not place the vessel and/or tissue in the jaw hinge. Place the tissue in the center of the jaws. The IFU states to keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.